Event description:
It was reported that during a colon procedure, the ancillary trocar was broken in the anvil. The blue tip trocar was broken at the tip. Used another device to complete the case. There was no adverse patient consequence.

Manufacturer narrative:
Information anticipated, but unavailable at this time.